Manufacturer narrative:
Investigation: a service call was placed and a full machine checkout was performed. The machine is functioning per manufacturer's specification. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they suspected air embolism approximately 4 minutes into divert prime of a red blood cell exchange (rbcx) procedure. The patient complained of feeling chest pains. The operator stopped the procedure and disconnected the patient. Per physician's order, the patient was positioned on his left side and 250ml of saline was administered. A new rbcx disposable set was setup on the same machine and the procedure was successfully completed. Per the customer, the patient was discharged after the procedure and is reported in stable condition. Patient identifier (ID) and age are not available at this time. Terumo bct is awaiting return of the rbcx disposable set for evaluation.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. An optia exchange disposable set containing blood and prime fluid was returned for investigation. Upon visual inspection, it was noted that the ac bag was connected to the spike and appeared nearly full. The green spike remained inserted into the bag of saline, with the bag containing approximately 200ml out of 500ml. The inlet roller clamp was fully closed on the saline line and the roller clamp on the return saline was half way opened upon receipt from the customer. Fluid had flowed throughout the disposable set and blood warmer tubing that was connected to the return line. Some air bubbles were observed within the blood warmer tubing line and near the clamped line of the connector leading to the patient which likely occurred during transport of the return. The disposable set was also evaluated for any misassemblies defects, leaks, or other abnormalities that could have contributed to reported issue. The connector of the blood warmer tubing to the patient was found with a small amount of exterior blood residue and stress marks within the component material. The line was connected to an empty syringe to extract fluid from the line to determine if air was being pulled in from a pinhole or crack, no leaks were found throughout the line. The return pressure sensor and associated fluid pathways were also visually inspected and no anomalies were found that could have contributed to the reported event. Investigation is still in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient identifier and age.

Manufacturer narrative:
This report is being filed to correct information.